Manufacturer narrative:
(B) (4). The ge service rep found the system had broken ribbon cable wires. He connected the wires and the system operates as intended.

Event description:
The customer reported that the system did not display an image when they were x-raying. No pt injury was reported.